Event description:
Drive devilbiss healthcare was notified of an incident involving a bed by a letter from an attorney, which states that a fire appears to have been caused by drive devilbiss bed. No further information regarding the fire or alleged defect was provided. Devilbiss healthcare is currently investigating the incident, including attempting to inspect the device in cooperation with the attorney. An update will be filed if additional information becomes available.